Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to fluid loss. No further patient consequences were reported in relation to this event. As the complaint component was not returned, and the product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required.